Manufacturer narrative:
Device performed as intended. No malfunction or detect of device noted. (B)(4). Anatomy related issue, not device. MDR exemption e2013040.

Event description:
At the time of discharge, the patient noticed she could not properly close her jaw and later complained of jaw pain. Conservative management recommended. Jaw occlusion/pain improved, but was not completely resolved upon 30-day telephone follow-up. Subject was found not to be compliant with her therapeutic program. Manufacturer notified due to persistence of jaw issue. Physician attributed event to the patient's anatomy (esophagus/upper gi tract was a tight fit around device). Patient continues on conservative management.